Manufacturer narrative:
(B)(4). It was reported that the patient was discharged from the hospital twelve days after being admitted. On an unreported date, it was reported that the treatment of vancomycin was discontinued. It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the peritonitis. The next day, the patient was treated with ip ceftazidime (125 mg/l; frequency not reported) and ip cefazolin (125 mg/l; frequency not reported) for peritonitis. Two day later, ceftazidime and cefazolin treatment was discontinued and on that same date, vancomycin ip 500mg per day (in the exchange performed at night) was given for peritonitis. Treatment with vancomycin was ongoing. The cause of peritonitis was unknown. The patient was recovering from the peritonitis. Physioneal and extraneal therapies were ongoing. No additional information is available.